Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the compressor muffler and outlet filter. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
A report was received stating the ventilator's compressor was inoperative while ventilating a patient. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.